Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm was noted during testing. The device was also received with a cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer's parent called and reported the buttons on the insulin pump stopped working and a button error alarm was received. The insulin pump had been exposed to moisture as customer's hair dripped on top of the device after he had gone swimming. Customer's blood glucose was 270 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.